Event description:
Patient was implanted with screw for a distal tfn procedure on (B)(6) 2012. On an unknown date, the patient returned for a follow-up visit and the surgeon noticed an infection around the incision of the distal screw, right above the condyle of the distal femur. The patient was returned to the or on (B)(6) 2012 for removal of the distal screw. The surgeon removed the distal screw and did not replace the hardware because the patient was healed. The surgeon completed the procedure successfully.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.